Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the emergency room. Post-paced t-wave oversensing was observed via stored egm. Patient received inappropriate hv therapy. No further issues observed after programming changes were made.